Event description:
The customer reported the insulin pump alarming no delivery. The customer was unable to complete troubleshooting at the time and was advised to call the helpline back when changing out the entire set. The customer's blood glucose value was 130 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.